Event description:
Caller reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. After trying various solutions, including ensuring the proper alignment and using the correct charging components, caller successfully resolved the issue by leaving the wall adapter plugged into a working outlet for at least 30 minutes, after which the pump began charging, and no further assistance was required.